Event description:
It was reported that a system error 105 was found in the history log of a spectrum infusion pump. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The evaluation found a seizing motor which is a known contributor to the reported symptom. The failed motor assembly was replaced.